Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system did not displaying the active loaded medication order reports. A technical support specialist ran the report and sent the documents with explanation. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not displaying the active loaded medication order reports, delaying patient care of 30 minutes. Customer stated that the required critical medication was midazolam cadd and medical intervention required to prevent the harm. Customer confirmed that there was an adverse event occurred and no other information was released regarding the adverse event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b1, b2, b5, e4, h1, h6 and h11. Correcting previous submission of 2016493-2024-00421 supplemental 1, this event has been evaluated as a serious injury, updates have been made accordingly. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-may-2022 to 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed to display the active loaded medication order reports. A technical support specialist generated the report and provided the documents along with an explanation. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not display the active loaded medication order reports, delaying patient care of 30 minutes. Customer stated that the required critical medication was midazolam cadd and medical intervention required to prevent the harm. Customer confirmed that there was an adverse event and no other information was released regarding the adverse event.

Event description:
It was reported by the customer that a pyxis medstation es system did not displaying the active loaded medication order reports, delaying patient care of 30 minutes. Customer stated that the required critical medication was midazolam cadd and medical intervention required to prevent the harm. Customer confirmed that there was an adverse event occurred and no other information was released regarding the adverse event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 22-may-2022 to 21- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed to display the active loaded medication order reports. A technical support specialist generated the report and provided the documents along with an explanation. The system functioned as intended after the technical support specialist assessed the device